Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submissions. The reportability decision was inadvertently submitted as a product problem only. However, this complaint has been determined to also meet the criteria of a serious injury due to the reported 30-minute procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the subject device was not returned to the legal manufacturer, a physical evaluation was not performed. Therefore, the reported failure was not confirmed, and the root cause could not be determined. This supplemental report includes a correction to e1, e2, e3 and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the middle of therapeutic, transurethral prostatectomy procedure, the electrosurgical unit displayed error code e400 (check irrigation/ electrode). The procedure was prolonged by 30 minutes. The procedure was completed with a monopolar resectoscope. No medical interventions were required. No other devices were replaced during this case. The patient was not impacted by the failure. The failure did affect the outcome of the procedure. The event was not life threatening, the delay was short, and there was no intervention or hospitalization.